Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "error 322" was reproduced. A review of the event history log revealed "system error 322!" Messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was the non-functioned lower auxiliary link switch. The lower auxiliary required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.